Event description:
According to the reporter, after the surgeon fired the device, he inspected the donuts and found that the proximal (gastric) was not a complete donut. The distal donut (jejunum) was intact. The surgeon performed a leak test and noticed on the posterior portion of the gastro jejunostomy, there was a leak. Surgeon used the endostitch to oversew the anastomosis but leaking still occurred. He decided to convert from a lap procedure to an open procedure. Or time was extended 1 hour. Surgeon oversewed to complete the procedure through the open incision. Sex: female. Procedure: lap gastric bypass.